Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence, and pump piston was not moving or in contact with bottom of cartridge reservoir during cartridge change. There was no adverse impact to the customer's blood glucose level. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.